Event description:
Clinical study. It was reported that 585 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). Target lesion 1 was 12 mm long and was identified in the 1st obtuse marginal (1st ob marg) with 90% stenosis and a 2.5 mm reference vessel diameter. The lesion was treated with predilatation and then placement of a 2.5 x 16 mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 2 was 8 mm long and was identified in the 1st diagonal (1st dx) with 80% stenosis and a 2.5 mm reference vessel diameter. The physician treated the lesion with direct placement of a 2.5 x 12 mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 3 was 10 mm long and was identified in the mid left anterior descending (mid lad) artery with 70% stenosis and a 2.75 mm reference vessel diameter. The physician treated the lesion with direct placement of a 2.75 x 12 mm taxus express2 study stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. Five hundred eighty five days after the initial procedure the pt was admitted for an elective cardiac catheterization to evaluate symptoms of recurrent angina. Coronary angiography revealed lmca patent, lad previously placed lad and "diagonal" stents widely patent, lcx "main circumflex" has minor luminal irregularities with 25-50% stenosis at the "region of the takeoff of the first marginal"; 90% stenosis in the proximal 1/3 of the previously placed 1st om stent; ivus revealed intimal hyperplasia and some underexpansion of the previously placed stent were the cause of the severe in-stent restenosis, rca patent. The pt underwent pci to the 1st om with direct placement of a 2.75 x 12 mm taxus stent, which covered the stenosis and extended back to the bifurcation. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.